Event description:
Implant was explanted due to inadequate osteointegration. Bone loss was noted. The dr reported difficulty in placing the implant due to a limited opening of the mouth and that the osteotomy may have been too large.